Event description:
At initiation of dialysis, pt complained of itching discomfort in access arm, rash noticed at access site. Pt began coughing, eyes began to water, lips swelled, voice became raspy and hoarse. Dialysis was discontinued. Pt was given benadryl 25 mg IV and coughing subsided. No further respiratory complaint. Physician notified. Pt was transported to hosp via ambulance; alert with stable vital signs. Admitted to hosp. (Also see mw1001234.)